Event description:
Litigation papers allege physical injury, pain, disfigurement and elevated metal ion levels.update 16 dec 2014 - der rcvd. Updated dor, patient dob and activity level, surgeons names and sales rep details. Updated head and cup and reported stem and sleeve.der states ' explanted asr cup/head - replaced with gripton cup, altrx liner, delta ts head. Offset of original surgery was too great causing pain. Components looked normal. Determined that asr was not factor, biome changes of original components was.'

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.